Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that no infusite site base was returned. No other damage or anomalies were observed. The sample's buckle mechanism was opened and closed manually to test functionality. No difficulties were observed. In order to replicate manufacturing procedure testing, leak and occlusion tests were conducted on the returned sample as per manufacturing procedure using a hydrostatic pressure pump. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the person with diabetes (pwd) contacted support to report a broken cleo infusion set. The patient noticed the rise in glucose levels during a dinner party, which continued to increase until he returned home, reaching over 400 mg per dl. Upon inspecting the infusion site, found that the cleo device had detached and appeared to be broken into two pieces at the usual snap-together point. The pwd was able to reassemble the device and administer a 30-unit insulin bolus and reported that glucose levels began to decrease following the bolus. The pwd also confirmed to have successfully replaced the infusion set. There was patient involvement and no patient harm/adverse event.